Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd 13 mm ss vial access device flow issues- fluid blockage the following information was provided by the initial reporter: "pc only. Patient's mother reported unable to push diluent into winrevair vial lot y014576, expiration 11/25/2026. Vial adapter was inserted straight through center of. Vial, syringe pushed into vial adapter, twisted all the way on but cannot push plunger. Dose replaced and mother advised to return supplies to merck. No further details provided." Mnsc: patient's mother reported unable to push diluent into winrevair vial lot y014576, expiration 11/25/2026. Vial adapter was inserted straight through center of. Vial, syringe pushed into vial adapter, twisted all the way on but cannot push plunger. Dose replaced and mother advised to return supplies to merck. No further details provided." Difficult or unable inject sterile water into the vial? Yes - would plunge like it was backfilled. Tried at least 5 times as well as with the nurse at least 3 times. "Is this the first time you have had this issue with other units in this same kit or prior kits? - yes. "I have had experiece using approriately in the past - this is the 10th does and I have never had an issue before"

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16 apr 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.